Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: early recurrent dislocation of a tha caused revision after 3 months. No documentation has been supplied that allows for an evaluation of component positioning (component malpositioning being the most common cause for recurrent dislocation of tha). Root cause for dislocation not possible to identify. No reason to suspect that a faulty device originated the problem. Batch review performed on (B)(6) 2016. Lot 152641: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc flat pe hc liner ø 32 / e, code 01.26.3244hct, lot. 152671 (k103352) (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision case due to the patient having dislocations of the hip. The surgery was completed successfully. There are no x-rays or explants.

Manufacturer narrative:
On 10 june 2016 it was prepared a final report with the information already submitted in the initial report. On 14 june 2016 the report was sent to the initial reporter and the case was closed.